Event description:
It was reported to philips that system would not boot up correctly. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. Analysis of the log files indicated that the connection with the flexvision-pc was lost. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Fse replaced the flexviewing pc which was returned for analysis and rebuilt it with a license and software. Part analysis of the flexviewing pc indicated that the hard disk drive(hdd) bay had failed. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of the flexviewing pc. The codes were updated based on the investigation outcome.